Manufacturer narrative:
The device referenced in this report was not returned to (B)(6) medical, inc. Therefore, a physical examination cannot be performed. The root cause of the myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. (B)(6) medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of (B)(6). Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the proximal right coronary artery (rca). 120 pulses were successfully delivered at a max of 6 atm. A stent was successfully placed. There was no ivl malfunction reported. Myocardial infarction (mi) occurred the same day as the index procedure, after the procedure and prior to discharge. The peak troponin level measured within forty-eight (48) hours after the procedure was greater than 70 times the upper limit of normal (uln). The troponin levels normalized without intervention. This event was adjudicated by the clinical events committee (cec) which confirmed a non-st-elevation myocardial infarction (nstemi) was attributable to the target vessel. It was determined that the mi was possibly related to the study device and definitely related to the procedure.